Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the investigation results, a definitive root cause could not be determined. However, it is likely that the coupler lens was missing due to the coupler being detached by some impact, caused by the damaged coupler. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found kinks on cable, cracked connector, and blurry image due to moisture on charged coupled device. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the high-definition camera head coupler was loose. The issue was found during reprocessing of the device. The device was returned for evaluation. During the device evaluation, the missing of coupler lens was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.